Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient began to bleed and blood came out of the endotracheal tube. After completion of the pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter blood was seen coming out of the endotracheal tube upon removing the catheters and closing the access site. A right heart catheterization was performed along with bronchoscopy. The patient was taken to the intensive care unit (ICU). The patient outcome is unknown. The device is not expected to be returned for analysis due to disposal.